Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: k981013 investigation summary: bd had not received any photos or samples for investigation. Therefore functional testing was conducted on 29 retain samples and 5 failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd has initiated further root cause investigation relating to the issue of stopper function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the cap of one tube will not stay on. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the cap of one tube will not stay on. No adverse impact was reported regarding the patient or user.